Manufacturer narrative:
This report is submitted on february 15, 2019.

Event description:
Per the clinic, the patient's device was explanted (date not reported) due to poor performance with device use. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.